Event description:
The customer stated that she was not sure if the cannula was properly inserted at the infusion site. She had a blood glucose level of 450 mg/dl, and did not have a replacement pod, so she gave herself an injection of insulin. The pod was worn for less than 4 hours.

Manufacturer narrative:
The device was not returned for eval. The customer reported that she was not sure if the cannula was properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.